Event description:
Device was explanted after approximately 28 months due to endocarditis, torrential aortic regurgitation, severe mitral regurgitation and dyspnea.

Manufacturer narrative:
Device not returned.